Event description:
It was reported by the sales rep that the initial clip did not form completely when firing on the common bile duct. They used another like device to complete with no patient consequence. The device was discarded.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.